Manufacturer narrative:
The reporter further advised that prior to contacting ventec, they had attempted to clean the display without locking the screen first. Ventec advised the reporter to use the screen lock feature whenever cleaning the screen and to wipe any residue off using a soft, dry cloth. Ventec then provided the reporter with instructions on how to complete a device reset. Following the device reset, the lcd touchscreen began responding when touched. The device will not be returned for an evaluation as the customer was able to resolve the issue. Based on the information available, it is reasonable to conclude that the reported issue was due to user error. The IFU states in the "cleaning and maintenance" section how to properly clean the lcd screen, which recommends locking the touchscreen and using a soft, dry cloth to remove any residual moisture after cleaning. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event. Additionally, the initial reporter did not provide the device's serial number.